Event description:
Healthcare professional reports inr result lower than reference with the hemochron signature elite microagulation system for patient being monitored for epistaxis. Elite generated result of 2.2 inr and the reference laboratory result was 6.6 inr. Further communication with customer identified that patient is on aspirin, bisoprolol, bumetanide, epoetin alfa, fluticasone-salmeterol, ipratropium-albuterol, linaclotide, meclizine, nitroglycerin, polyethylene glycol, pro-ravastatin, ranitidine, tamsulosin, theragran, tiotropium, warfarin, zolpidem. Per the product's instructions for use, test results may be susceptible to interference from other anticoagulants. Patient's therapeutic range: 2.0-3.0 inr. No adverse events were reported.

Manufacturer narrative:
(B)(4). J201c cuvette lot number: g4cpt035 and j4cpt051. The instrument passed all eqc and lqc tests. Itc has requested all data required for form 3500a.